Event description:
Customer reported the vaporizer interlock system was not operating as expected. There was no report of pt involvement. The unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. During diagnosis, it was determined the interlock rods did not move. The plunger and the 'e' clip was found to be out of place. According to ge healthcare records, this unit has not been serviced within the recommended service internal. Ge healthcare recommends tec 6 vaporizers be returned for routine maintenance and calibration every 2 years, as stated in the tec 6 operation and maintenance manual. Timely maintenance and calibration should have prevented the reported complaint from occurring. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 vaporizer operation and maintenance manual.